Event description:
It was reported that the patient presented in clinic for dft assessment. Dft test was successful, however intermittent undersensing was noted during the test. Programming changes were made. Patient is doing well and will be monitored.